Event description:
It was reported to boston scientific corporation that an overstitch nxt was used during an egd (esophagogastroduodenoscopy) procedure on (B)(6) 2026. During the withdrawal of the device, it was noted that the anchor exchange was detached from the endcap. The procedure was already complete. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 is being used to capture the reportable event of cap detachment. Device evaluation: block h11: the overstitch nxt was not returned for evaluation; however, media was provided for analysis. The documentation attached includes a picture where it can be observed a tubing channel detachment from the endcap. The reported event of cap detachment of device or device component can be confirmed. A risk review of the overstitch nxt was completed and confirmed that the event of cap detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the cap detachment of device or device component was due to the physician's technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.